Event description:
This notification is being reviewed due to a user of a everflo intl device with allegations of service / burst sieve beds. There was no report of serious or permanent harm or injury. There was no report of medical intervention. During the evaluation of the device at third-party service center, the service observed device smoke damaged awaiting tech support. The customer request scrapped.

Manufacturer narrative:
The reported failure of thermal issue is accommodated in the product risk management file as being linked to hazard with description fire, flame, smoke. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no further indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures.

Manufacturer narrative:
The manufacturer received information in relation to a everflo unit. The patient has alleged device smoke damaged. There was no allegation of serious or permanent harm or injury. No medical intervention was required for the patient. Based on the information available at this time of investigation, it has been determined that there is no evidence that the device malfunctioned in a manner that would be likely to cause or contribute to death or serious injury if it were to recur. There was no serious patient harm or injury associated with this device and no increased risk to the intended user. Based on the information available, it is a non-reportable complaint.